Manufacturer narrative:
1. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. 2. Date of event was updated "dec 1, 2025" as we only received the information that the infection identified by the clinic in late 2025, no actual date was available.

Event description:
It was reported that patient presented with clostridioides difficile (c. Difficile) infection which had spread to multiple heart valves. The pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted. The patient was stable throughout.